Event description:
The customer reported a ventilator that went inop from standby mode. This event was reported to have occurred while in a patient's room, but was not connected to a patient, and therapy had not commenced. It was reported that there was no harm associated with this event.